Event description:
The physician was unable to cross the lesion in the proximal lad. The vessel was calcified, tortuous and angled. There was no resistance while he was trying to deliver the cypher through the guide. As the physician was retracting the stent from the pt, the stent dislodged while pulling back into the guide catheter. No force was used when removing the cypher. The cypher dislodged at the left main and was not retrieved as it could not be found inside the pt. A week post-incident, there were no adverse effects to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.